Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: negi, j., et al. Initial results of uniportal and robot-assisted subxiphoid thymectomy. Journal of thoracic disease, vol 16, 2024;16(10):6778-6788 https://dx.doi.org/10.21037/jtd-24-914. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.

Event description:
A literature article described a retrospective analysis of 268 patients who underwent a subxiphoid thymectomy between (B)(6) 2011 and (B)(6) 2022. The aim of the study was to evaluate the feasibility of subxiphoid uniportal thymectomy (sut) and subxiphoid robotic thymectomy (srt) procedures. Sixty-one patients underwent srt procedures using da vinci si or xi robotic surgical systems. The median age of the entire patient cohort comprising 268 patients was 57 (age range 47¿67) years. The article noted that that during the robotic surgeries, post-operative complications were observed in 5 patients: hemorrhage in one case, respiratory failure in one case, chylothorax in one case, phrenic nerve paralysis in one case, and recurrent nerve palsy in one case. The patient who developed chylothorax underwent thoracic duct ligation using the lateral approach. None of the patients underwent a conversion to sternotomy. No mortalities occurred in either group. No specific da vinci device malfunctions were reported, and the author did not allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event.